Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history did not show any reboots and there was no data from the time of the reported power loss due to continued use of the pump. No damage was found to the battery compartment. The returned battery cap was found to be within specifications and fit securely to the pump. During testing, the pump was exercised for 24 hours without any alarms or power loss. The pump cover was removed and no damage was found to the internal components.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.